Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the pump powered on with a returned battery cap. The battery cap was able to fully tighten to the pump and was measured within specifications. There was a battery compartment crack observed below the grip pad. No "intermittent power" events were observed in the pump's black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms were duplicated. No power issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.